Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 23 cm from the terminal pin; both portions were received. Visual inspection noted setscrew marks on both the terminal pin and anode ring. Resistance and pressure tests were completed on each lead portion to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations; the lead was returned in a condition that made full analysis not possible.

Event description:
Boston scientific received information that during a normal patient follow up, the patient with this right ventricular (rv) lead presented with dizziness and a heart rate below 30 bpm. It was discovered that there was no ventricular capture in this pacemaker dependent patient due to an increase in rv pacing threshold measurements. All other lead measurements were in normal range. A revision was performed and the rv lead was explanted and successfully replaced with a non-boston scientific product. No additional adverse patient effects were reported.